Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they were not able to rewind the insulin pump. The customer's blood glucose was 140 mg/dl at the time of incident. Customer stated that the insulin continued to drip after letting go of the act button. Customer was able to successfully prime the set. The customer reported that the no delivery alarm was resolved by changing reservoir. The device will not be returned for analysis.